Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs), alleging that her onetouch ultra2 meter was testing in settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the meter began testing in settings mode on (B)(6) 2015 at 12.05pm cst. The patient manages her diabetes with oral medication, diet and/or exercise. She reported that also on (B)(6) 2015 at 12.05pm cst, she consumed more food/drink. She claimed that, immediately after the start of the alleged issue, she developed symptoms of shaky [and] dizzy. She reported that she received more food from a non-hcp to treat her symptoms. During troubleshooting, the cca noted that the patient had not been using the meter for the first time. The cca educated the patient on the correct testing procedure and walked her through a test. The issue was resolved. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.